Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is france. Block h3: the omniwire was returned for evaluation. Visual inspection found a broken core wire at the flattened section, measuring approx. 3.3 mm in length. The length specification is between 5.5-6.5 mm; which concludes that a minimum of 2.2 mm is unaccounted for. Block h6: it is unknown when the portion of the core wire separated from the omniwire; therefore, the probable cause could not be established. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure. During removal to check the normalization after measurement, it was noted that the guidewire was frayed/damaged. The procedure was completed with no patient injury reported. During the device evaluation, missing material from the core wire was observed. This product problem is being submitted due to missing material. There is potential for harm if it were to recur.